Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
It was reported that a leak was observed from an unknown location of a light sensitive drug solution set. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.